Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that the rinse block was leaking at the probe wash collar. The fse replaced the probe wash collar, which repaired the leak. The repairs were verified per established procedures. The beckman coulter identifier for this report is (B)(4).

Event description:
The customer reported a leak on the tube stoppers of the coulter act 5diff cap pierce (cp). The customer also stated that the controls were running low. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.